Event description:
Nitroglycerin 200 mcg/ml was programmed to run at 10ml/hr instead of the ordered 10 mcg/min. So the patient received 33 mcg/min instead of the ordered 20mcg/min. Current guardrails hard max is set at 45 mcg/min. This has also occurred with furosemide drips 2mg/ml. Pump set to run at 10ml/hr(5mg/hr) instead of dose of 10mg/hr. (B)(6), phone: (B)(6), email: (B)(6). Submission ID: (B)(4).